Event description:
(B)(4). Had essure placement (B)(6) 2011. (B)(6) 2014 had horrible pain in right lower pelvis. It had gotten so bad that every time I took a deep breath I had sharp pain in the right side of my neck. I was taken to the e.r. For them to do an ultrasound. My abdomen was so full of fluid it had worked into my chest. Ultrasound also found blood clot(dark mass) in lower right side. Said they thought it was cyst to rupture. Needed to follow up with my dr in one month to see if everything was better. (The dr that placed my essure). Went in and they said my body had absorbed fluid but I was still telling her I was still hurting so bad on the right side. She did a flat pelvic xray and I waited to hear. A week later I got a call from the nurse that said everything looked fine. All this time I am having such bad lower back pain which is now effecting my left side. I decided to go for a second opinion. The dr wanted to do an hsg test. Where he found not one coil but two in my right side. The right tube is perforated and the dye spilled out into my ab. Not sure where the coils are in my ab until we do exploratory surgery. I have had bad headaches, bad bruising that wont go away and my abdomen has swollen out so much. Dr has mentioned doing a hysterectomy.

Event description:
(B)(4). As of (B)(6) 2015 had to have hysterectomy. Both tubes perforated but the right side with two coils was completely torn out. Lucky I didn't bleed to death or become pregnant. This has got to stop! Please.